Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 14-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-feb-2018 with the following findings: on investigation, the pump powered on without any evidence of lines in the display field. Investigation did not duplicate the complaint.